Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from the affiliate in britain, during the implant of a 23mm sapien 3 valve via transfemoral approach in the aortic position, a ¿problem¿ inflating the valve occurred. The inflation was difficult but finally, the valve was successfully deployed.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed no damage or kinking on the crimp balloon, no leakage observed in the device at or near y-connector, kink and separation observed on delivery system flex shaft, most likely due to returned packaging configuration and kink observed on balloon shaft most likely due to returned packaging configuration. No other visible damage observed on the delivery system. Inflation/deflation testing was completed to ensure that the inflation and deflation functions of the device were within specification. The inflation/deflation time results meets the specification of a maximum of 20 seconds. No issues with excessive force was observed. The device history records were reviewed for the relevant work orders for this device and did not reveal any issues that could have contributed to the complaint event. A lot history review for the relevant work order was performed and did not reveal any other similar complaint related to delivery system ¿ inflation difficulty. A review of complaint history reveals that the occurrence rate for delivery system ¿ inflation difficulty (trend category: inflation, deflation difficulty) did not exceed the august 2016 control limits for this trend category. No instructions for use or training deficiencies were identified. During manufacturing, the delivery system underwent the following inspections: ¿ inflation balloon critical dimensions were 100% inspected. Dimensions inspected include the working length and balloon diameter. ¿ inflated balloon diameter was 100% inspected using a go/no go gauge to ensure that the balloon was the correct size (20, 23, 26, or 29 mm). ¿ the delivery systems was 100% leak tested. Product verification (pv) testing was performed on a sampling plan for this work order. During pv testing, de-airing was performed on finished devices and all the units from this work order which underwent pv testing passed the visual criteria. ¿ the total inflation and deflation time was measured and the lot met statistical requirements inspections during the manufacturing process and during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for delivery system ¿ inflation difficulty was unable to be confirmed through visual inspection and functional testing of the returned device during the engineering evaluation. No abnormalities were observed when inflating and deflating the device. A review of relevant complaint history, lot history, and relevant dhf review revealed no indication that a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event. There is insufficient information to determine if patient factors or procedural factors had a greater influence on the reported inflation difficulty. The complaint was unable to be confirmed for delivery system ¿ inflation difficulty, and no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the august 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.